Event description:
It was reported that a one-link microbore catheter extension set was unable to prime in the emergency room (ER). This occurred while the clinician was attempting to flush the line with 3cc of 0.9% sodium chloride solution using a luer lock syringe. The reporter stated that the solution only got part of the way through the tubing, and then stopped. The clinician replaced the set and was able to prime successfully. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the returned device is complete. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was functionally tested; priming was unable to be performed due to blockage in the end of the tubing inside of the male luer. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.